Manufacturer narrative:
Correction to h10 of the initial report. The scope was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test: sampling date: (B)(6) 2023 bacterial identification 1: klebsiella pneumoniae number of bacteria: + where bacteria were detected: the suction channel bacterial identification 2: serratia marcescens number of bacteria: + where bacteria were detected: the suction channel the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope and biopsy valve tested positive for an unexpected contamination. The issue was found during a routine culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is related to linked patient identifier (B)(6) for the biopsy valve.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The customer provided the cleaning, disinfection, and sterilization process and stated that there have been no deviations, deficiencies or concerns relating to the device reprocessing. Precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump using the mh-948 air/water channel cleaning adaptor. Manual cleaning was performed within one hour after the procedure and the device passed the leak test. During manual cleaning the detergent used was endofresh s. The instrument/suction channel, suction cylinder and the instrument channel port were brushed. The oer-4 automated endoscope reprocessor (aer) used was with endoquick detergent and acecide disinfectant. There were no defects on the aer. All channels were connected with cleaning tubes when the endoscope was set up into the aer. The expiration date of the disinfectant was controlled. The disinfectant solution met the minimum effective concentration (mec). The device was dried by wiping with a clean towel/paper and stored without a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing and follow up with the customer is currently being performed for additional details relating to patient, event, and culture information. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.